Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in emergency room due to discomfort. The device interrogation revealed loss of capture, high, out of range, pacing lead impedance, high capture threshold and noise on the right ventricular (rv) lead. Noise was noted on the electrogram. Couple of days later, the patient presented for lead revision. Based on impedance measurement, the fracture was suspected on the rv lead. The lead was capped and replaced on (B)(6) 2020. The patient was stable.